Event description:
It was reported that during a gastrectomy procedure, the hand switch became non-functional. The foot switch was used to complete the case. There were no adverse consequences to the pt. The screening test did not have any problem.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.